Manufacturer narrative:
Initial 3 of 4. E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: ca. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula and treated with correction via multiple daily injection on (B)(6) 2026. The infusion set had been inserted in the abdomen and thigh.